Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had an irritation. The patient's daughter reported that the patient had blisters on his side from the rubbing of the electrodes. The patient's physician provided an ointment to use on the irritation. Follow-up indicated that the blisters had healed.